Manufacturer narrative:
Patient information was not made available from the site. Return requested for ups. No parts have been received by manufacturer for analysis. (B)(4) 2015 a medtronic representative performed a navigation system check-out, software test passed. Hardware test failed. Power switch is flashing. 220v are given @ the navigation system. Usv transformator replaced. Issue resolved. System performed as intended. (B)(4) 2015 return requested for ups 120/240 selectable. No parts have been received by manufacturer for analysis. (B)(4) 2015 a medtronic representative, following-up at the site, reported that the site stated their navigation system simply shut-down during surgery. Power plug stuck into a working electrical output. Site cannot describe if the power button was blinking blue before shut-down, or the ups made any beeping noise as a warning. During navigation system check-out this failure could not be replicated. Navigation system works fine. It was determined this issue only occurred one time. (B)(4) 2015 in trouble-shooting, the medtronic representative reported the or staff stated they had checked the wall plug outlet and the voltage output was ok. It is unknown if the navigation system gave a warning beeping sound or if the I/o-button was blinking before shut down. It seemed that the computer shut-down by itself. Troubleshooting and system check-out do not show this failure. The navigation system was left on for two hours, and then navigated in synergy cranial software and synergy spine software without issue. The navigation system was re-started several times without failure. The power cord was measured for interruptions. Plugged the power cord in several wall plugs. Per the customer, the described failure is not replicable. No further issues have been reported.

Event description:
A site representative reported that, while in a procedure, their navigation system unexpectedly shut-down without advance warning. No further details of the reported behavior, or when in the procedure it occurred, were provided. There was no delay of therapy reported. The surgeon continued and completed the procedure without the use of the navigation system. There was no impact on patient outcome.